Event description:
It was further reported that the stimulator was off and was inactive. The inactive stimulator was still implanted in her chest. The patient did not know why it wasn't taken out, but would like it taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3888-33, lot# j0101856v, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Event description:
It was reported that the patient wanted their device removed. It was noted that the device was implanted in their chest and appeared to be functioning, however it was noted that it was ¿not working.¿ it was reported that the device was interrogated and was in ¿magnet mode.¿ additional information has been requested but was not available as of the date of this report.